Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal stent graft system (one (1) alto mail body and two (2) ovation ix iliac limbs). An intraoperative type 1b endoleak occurred due to the closure device moving the ovation ix limb. The following day the physician elected to do a re-intervention and elected to implanted an ovation ix extender and ovation ix iliac limb to resolved the type 1b endoleak. The patient was reported to be doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix dislodged implant is unconfirmed. There was no comparison imaging to identify where the inferior stent margin landed at the index procedure and whether any movement took place. The type 1b endoleak and the additional endovascular procedure are confirmed. This is moderately consistent with the reported adverse event/incident. The device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. It was reported that "an intraoperative type 1b endoleak occurred due to the closure device moving the ovation ix limb". In addition, the proximal right common iliac artery was 28.3mm (off label as device IFU requirement is 8-25mm). However, it could not be conclusively determined whether the closure device movement or this off IFU condition contributed to the reported event. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer h10/11 additional manufacturer narrative/corrected data; updated narrative.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records or medical imaging relevant to the adverse event/incident was received by endologix. Due to the absence of relevant medical records and reported medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: a3; remove sex. H6 medical device problem codes; remove 1395. H6 investigation finding codes; remove 3233. H6 investigation finding codes; remove 11.